Event description:
Patient reports her nebulizer is no longer working. No further details provided. Date of malfunction (B)(6) 2025. No adverse events or missed doses reported. Unknown if device is available for return. Lot number is unknown. Indication: chronic obstructive pulmonary disease, unspecified.